Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
This electronic signature signifies that I approve and submit this emdr and I acknowledge that this electronic signature is considered to be a legally binding equivalent of my handwritten signature.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h4 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was linked to device but unable to trace more specifically. Problems traced to the device, but the investigation could not identify the actual root cause. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.